Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test, and was unable to prime during the prime test due to a loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
The customer stated that the insulin pump gave an alarm during the manual prime. The customer stated that she got the alarm multiple times. Advised the customer that the insulin pump would be replaced. Nothing further was reported.